Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the displayed of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, baxter's technical service center assisted the home pt in ending the therapy early. Therapy was discontinued for the evening. No pt injury or medical intervention was associated with this initial incident per the home pt's nurse. During a follow up call to the home pt's pd nurse it was revealed that the home pt (hp) had been diagnosed with peritonitis. The hp came in to see the nurse on monday with abdominal pain. They had fluid overload due to not connecting over the weekend. They did not call the nurse over the weekend. The nurse drained them. The hp was prescribed ancef IV and tobramycin IV. The hp is also taking insulin, subcutaneously as well as nephrocaps 2/day and phosol 3 tidac. The home pt has been moved to hemodialysis permanently. No follow up cutlure was done and the pd catheter has been removed.